Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 304 mg/dl following an insulin occlusion alert on the ilet. The caregiver cleared the alert and insulin delivery was resumed, after which the bg was corrected. The user was not hospitalized and no long-term health effects were reported.